Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to normal reading feeling. On august 12, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages her diabetes with oral medication (glipizide and metformin). The pt had been having problem with high blood glucose for three months from four months prior to original date because she has been on steroid treatment. The pt called lfs because her blood glucose was still elevated even after she stopped taking the steroid treatment at the end the third month. The pt obtained a blood glucose reading of "159 mg/dl" on the subject meter, which she felt was inaccurately high compared to her normal reading. Her healthcare provider requested that she contact lifescan to have her meter checked. The pt indicated that she would have symptoms described as "nervous, sweaty, blurred vision" from time to time after the product issue began. The pt does not know whether the aforementioned symptoms were indicative of hyperglycemia or hypoglycemia. The pt did not remember the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.